Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05153, 0001825034-2018-05154, 0001825034-2018-05156.

Event description:
It was reported that approximately 4-6 weeks post implantation, the patient presented with a non-healing segment of the distal portion of the incision. Patient underwent a wound revision due to non-healing surgical wound. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of operative notes dated 19 sep 2016 confirm that the patient underwent a left hip I&d on 19 september 2016, approximately 6 weeks post left total hip arthroplasty, for a non healing surgical site wound. Op note discusses a segment measuring 2.5 cm at the distal portion of the surgical site that was nonhealing. Only the outer layers of skin and subcutaneous tissues were excised, irrigated, and reclosed. No complications were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.